Event description:
Hill-rom has received a report that a pt's left elbow was observed to be in between the air wall and the cushion set of a clinitron ritehite air fluidize therapy unit. Two days later, the caregiver noticed bruising at the same spot that was observed earlier to be in between the air wall and the cushion of the bed. X-ray was positive for fracture to the humerus with mild medial and anterior angulation deformity. No malfunction of the unit was alleged by the account. When hill-rom was notified of event, the bed was inspected. The bed was working properly and within all specifications.

Manufacturer narrative:
A hill-rom technician conducted a unit evaluation on the actual unit corresponding the event, and the unit operated correctly and within all specifications.